Manufacturer narrative:
No loose drive support cap noted. The insulin pump alarmed prime during displacement test due to motor with high current draw. The insulin pump was unable to perform displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test due to prime alarm. The insulin pump had a cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received the compromised force sensor system alarm on the insulin pump. The customer's blood glucose was 600 mg/dl. The customer treated his blood glucose with manual injections. Troubleshooting was done. The customer stated that the drive support cap was protruded. Advised customer that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.